Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd vacutainer® ssttm ii advance tubes was found with volumetric inaccuracy. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Bd has initiated further investigation relating to this issue through CAPA # (B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for the fill line being at the incorrect position with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the retain samples also exhibited the fill line being at the incorrect position on the tube. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, photos and retention tubes, the customer¿s indicated failure mode for the fill line being at the incorrect position with the incident lot was observed. Therefore, the tubes did not meet the required specifications. Root cause description: based on the investigation, a root cause could not be determined; however, bd is conducting further investigation to review specific areas in the manufacturing process where the cause of this issue may have originated.

Manufacturer narrative:
CAPA additional information: bd life sciences ¿ preanalytical systems has initiated a field action in the emea for catalogue code 368879, bd vacutainer® sst¿ ii advance plus blood collection tubes, lot number 6319963. Bd had received feedback from customers that the fill line is in the incorrect position for tubes associated with this lot number. During investigation of these complaints, bd determined that the labeling for this lot of tubes has the incorrect shelf life. The shelf life is listed as 18 months, as opposed to the correct shelf life, 10 months. Product associated with this lot expired in september 2017, but the label indicates the product has remaining shelf life, through may 2018. The use of an expired tube can result in lower draw volume due to the loss of vacuum in the tube. Furthermore, because the fill line is incorrectly located on the tube, a lower draw volume (e.g. Under filled tube) would be difficult to detect prior to clinical testing. A lower draw volume could affect the blood to additive ratio, with the potential for erroneous results. Results should be correlated with the patient¿s clinical picture and repeat testing may be required.